Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that the tubing is creating a vacuum when nearing the end of the infusions. The nurse stated that they are having some issues with the alaris pump tubing creating a vacuum when nearing the end of the infusions making it difficult to administer the last of the drug. Sometimes a small amount of drug is left in the neck of the bag and sometimes the bag itself is empty but we are unable to infuse the remaining drug from the drip chamber and tubing (our process for chemotherapy is to infuse what is in the tubing as it contributes to the full dose prescribed for the patient). The staff¿s ¿resolution¿ of this is to open the vent on the tubing. However, since they are administering hazardous drugs, that is not an ideal situation.